Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the power dropping out when connected to the charger and download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver failing to communicate with the functional tester. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver failing to communicate with the download tool. The allegation was confirmed. The probable cause was determined to be a malfunctioning u15. No injury or medical intervention was reported.